Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include frequent urination and fatigue. Once at the hospital the patient was treated with intravenous fluids as well as manual shots of insulin. The patient was at the hospital the same day, the patient reports they will be using multiple daily injections after this event.